Event description:
Covidien rec'd info stating that an 840 ventilator had multiple occurrence of graphic user interface (gui) inoperative error codes during use on a pt. The customer reported that the pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and found multiple error codes in the diagnostic logs. The cse replaced the graphic user interface (gui), central processing unit (cpu), printing circuit board (pcb), and backlight inverter printed circuit board (pcbs). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).